Manufacturer narrative:
9/27/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a burch procedure the staples did not form properly. The surgeon used another device to complete the procedure. No pt injury reported. Expiration date: 9/30/2001.